Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Initial reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient underwent surgical intervention during which the leads were explanted on an unknown date in (B)(6) 2024 due to a chronic infection. Later, the ipg had become inoperable. As a result, the patient underwent further surgical intervention on an unknown date in (B)(6) 2024 during which the ipg was explanted. No further information is available.